Event description:
It was reported that during an implant procedure, the right ventricular lead initially had good sensing values however then the values decreased. Several attempts were made to reposition the lead. The device was reprogrammed to integrated bipolar sensing and acceptable values were obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).